Manufacturer narrative:
(B)(4). According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2020, a patient underwent an endovascular procedure to treat a descending aortic aneurysm rupture using a gore® tag® conformable thoracic stent graft with active control system and a gore® dryseal flex introducer sheath. Reportedly, the sheath was inserted from the right femoral artery. It was reported that a slight resistance was felt during the sheath was advanced. The angiography revealed a vessel damage at the external iliac artery. An additional stent graft was placed. The patient tolerated the procedure. It was reported that the patient was a petite female. According to the information provided, the resistance was probably caused by the diameter of the external iliac artery. The artery may be smaller than the 22fr sheath, however, the sheath size was correct for implanted device. No vessel measurements are available at the area of damage since it was an emergency transportation from another medical institution. The physician only had a CT image which was done at another medical institution.